Event description:
On (B)(6) 2013 the patient contacted animas alleging that her healthcare provider (hcp) wanted the pump replaced. The patient reportedly had been off the pump for several months because her blood glucose (bg) levels were not controlled, and the hcp thought there was an issue with the pump. There were no bg values or signs/symptoms reported. No specific pump issue was alleged. The reported bg issues do not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction and based on the hcp¿s request to have the pump replaced.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:a review of the pump history showed that the last basal delivery occurred on 03/15/2013 and the last bolus delivery occurred on 03/14/2014. There was no activity related to the complaint observed in the pump history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed delivery accuracy testing and was found to be operating within required specifications. No alarms occurred during testing. A normal 10unit bolus and a 10unit audio bolus were successfully performed and were accurately recorded to the pump history. The units remaining were correctly calculated during testing and were written to the pump history. No delivery defects were found during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.